Event description:
It was reported that during central processing, that the endowrist curved tip 30 stapler had old staples stuck in the jaws. There was no report of patient involvement.

Manufacturer narrative:
The curved tip stapler was returned and evaluated by the failure analysis team. The instrument was found to have a loose staple lodged in the jaws at the dlu pins. A tweezer was used to remove the lodged staple, and one was confirmed. Additional observation(s) not reported by site: the instrument was found to have a derailed grip cable from its normal position at the proximal end. There was no breakage to the cable and the segment of the cable that includes the crimp was still intact. ..